Event description:
It was reported that three days after being implanted, the right ventricular (rv) lead had diminished bipolar r-waves. Reprogramming was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.